Manufacturer narrative:
Follow-up #1: date of submission 19-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the pump black box data showed that voltage readings were steady with no sudden drop prior to the reported temperature complaint. The pump electrical current draws were within specification. The pump was successfully run on a 24-hr basal program with no pump reboots, power loss or overheating occurring. The pump was opened and there was no evidence of moisture in battery compartment or inside the pump. The power flex and components showed no defects. No damage was observed to the power circuit. The battery was not returned. The complaint of overheating was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.